Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient¿s devices were not working and were not helping the patient. It was reported that the patient had the stimulation adjusted multiple times and that onetime they felt an ¿electric prod¿ from the device but they could still not feel s timulation after that. The patient told their healthcare provider to just turn it off since it was not helping. It was noted that the device had not been helping since implant. Additional information reported on 2017-03-30 indicated patient did not use the stimulator anymore, still implanted in him, but has the stimulator turned off for 2 years. This event was also reported under manufacturer report # 3004209178-2017-06022.